Manufacturer narrative:
It was reported by the hospital contact that during the stent assisted coil embolization procedure the orbit coil (637mf0306/17067669) could not advance at middle of the prowler14 microcatheter (606131/lot unknown). Removed the coil and noted stretched. Changed to a new orbit coil (637mf0306/17067669) to continue. The coil could not advance at middle of the prowler14 microcatheter again. The surgeon removed the shaft and noted the coil was missing. Withdrew the microcatheter and removed the coil. Re-shaped the access with same microcatheter and changed to a new coil (details unknown) to complete. There was no report on patient injury. The patient is female and (B)(6) years old, had aneurysm with 6.2*7.5mm. It was initially reported that the products will be returned for analysis. An adequate continuous flush was maintained through the microcatheter. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no clinically significant delay in the procedure due to the event. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. The sterile lot was not provided therefore a review of the manufacturing documentation associated with this lot. No corrective actions will be taken at this time. This is an initial/final report. This is 1 of 3 reports associated with reports 1226348-2015-00075 and 1226348-2015-00076. (B)(4). Concomitant medical products and therapy dates: 2 orbit coils (637mf0306/17067669), new coil (details unknown).

Event description:
It was reported by the hospital contact that during the stent assisted coil embolization procedure the orbit coil (637mf0306/17067669) could not advance at middle of the prowler14 microcatheter (details unknown). Removed the coil and noted stretched. Changed to a new orbit coil (637mf0306/17067669) to continue. The coil could not advance at middle of the prowler14 microcatheter again. The surgeon removed the shaft and noted the coil was missing. Withdrew the microcatheter and removed the coil. Re-shaped the access with same microcatheter and changed to a new coil (details unknown) to complete. There was no report on patient injury. The patient is female and (B)(6) years old, had aneurysm with 6.2*7.5mm. It was initially reported that the products will be returned for analysis. An adequate continuous flush was maintained through the microcatheter. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no clinically significant delay in the procedure due to the event.